Manufacturer narrative:
The investigation was unable to determine a direct root cause. A general reagent or analyzer problem was not present, as qc was passing before the event.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The initial result was 33.6 ng/l, and the repeat result was 3.23 ng/l. Two additional samples were collected, and their results were 3.50 ng/l and 4.31 ng/l.